Event description:
It was reported that post xact stent implantation in the right internal carotid artery, the patient became hypotensive, reportedly due to treatment to the heavily calcified lesion. No treatment for the hypotension was provided and on (B)(6) 2011, it resolved. The patient remained hospitalized due to pneumonia which was treated with antibiotics. On (B)(6) 2011, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of hypotension is a known adverse event as listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.